Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized recently for diabetic ketoacidosis. The patient was being treated with IV fluids. He was removed from the pump and his nurse stated that he could not be discharged until the pump was considered safe. Troubleshooting for the high blood glucose was declined; the customer will call the 24-hour helpline later in order to run tests on the pump. No products were shipped or returned.